Event description:
It was reported that cgm displayed malfunction error and interfered with sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed error did not reappear after reset, and successfully started new sensor session; no additional issues were reported.